Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-03146. It was reported the pt is experiencing heating at her scs ipg pocket site. At this time, it is unk if this issue is related to charging; therefore, the charging system is also being reported. On 8/1/2012 st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.